Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer exhibited an autonomous cursor behavior after the recent touchscreen software update, however it was determined at analysis that the programmer failed the finger touch test for cursor misalignment. Electromagnetic interference (emi) repair was performed to resolve the touch screen issue. It was noted that the programmer failed the functional test for common mode/wrist electrode. It was further noted that the lem board has a loose ECG port. The power cord bay was damaged. The system fan was noisy. The hinge plate was missing hardware. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited an autonomous cursor behavior after the recent touchscreen software update. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.